Event description:
It was reported that there was a pump alarm message: high pressure. An attempt was made to change pumps but the same alert was received using the same cassette. After switching to a new cassette, there were no issues. This is a continuous infusion which is life sustaining. The event did not occur while in use with a patient. The patient was able to successfully continue infusion. There was no patient injury.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional event information was received.

Event description:
Additional information received and attached by ICU medical on 22/jul/2022 via email: contact details updated. Patient details added.

Manufacturer narrative:
Other, other text: date received by manufacturer was incorrect in rr-62104-001. (Updated g4)

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.